Event description:
It was reported that the downstream occlusion sensor pad and rear battery cover latch were damaged. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had bubbled dso (downstream occlusion) seal. Functional testing performed. While damaged battery compartment was confirmed, this is not considered to be a reportable event. Damaged dso sensor pad is considered a reportable event. However, this was not confirmed through visual/functional testing, and the root cause is undetermined. Device has since passed all functional and accuracy testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.